Manufacturer narrative:
The initial MDR 2432235-2017-00072 was filed on january 19, 2017. Additional information (04/07/2017): the siemens headquarters support center (hsc) reviewed the event. Hsc was not able to retrieve instrument data. Hsc was not able to confirm the systems analytical parameters or contamination avoidance settings for the lipase method. The cause of the discordant, falsely elevated lipase result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated lipase (lip) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated lip result.